Event description:
It was reported that during an interventional coronary procedure, the 2.5 x 20 mm trek rx balloon was soaked for 30 seconds outside of the patient. On advancing the balloon to the proximal left circumflex, 10 mm, 50% stenotic lesion, resistance was felt. The hypotube kinked and then broke into 2 pieces while in the 6-french guiding catheter. The 2 separated parts were removed. The procedure was completed with another trek rx. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted blood and contrast visible on the shaft and tightly folded balloon consistent with preparation and the catheter advanced into the patient anatomy. The hypotube had separated 63.5 centimeters distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. There was a kink in the hypotube 3.5 centimeters proximal to the separation. There were multiple bends throughout the entire length of the hypotube. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. The crossing profile and collapse balloon profile were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. The catheter was not advanced through a new guiding catheter due to the separation noted. It is possible the catheter was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the catheter interacted with guiding catheter. Further manipulation to the hypotube as resistance was encountered would have resulted in the hypotube kinking. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. There was no damage noted to the catheter prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. A search of the lot history record indicated no non-conforming material reports for the lot and a search of the complaint database indicated no related incidents, there is no indication of a lot specific product quality deficiency. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. All dilatation catheters are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.